Event description:
Reportedly, the pt suffered a 2nd degree burn on the extreme upper thigh and on the labia. The approximate size of the burn is 2cm by 6cm. The facility reports the scope may have been in contact with the electrode and could have heated. The burn was treated with silvadene cream. 1 week later the pt was still reporting pain. The facility reports using a return electrode, active electrode, and scope of the other manufacture. The facility tested the generator and did not find any abonormality.